Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Postoperative diagnosis: r tha revision due to stem-neck junction corrosion in (B)(6) 2014. Then revision of anato loose stem in (B)(6) 2015.

Manufacturer narrative:
Reported event: an event regarding loosening involving an anato stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because the devices were not returned and insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Postoperative diagnosis: r tha revision due to stem-neck junction corrosion in (B)(6) 2014, then revision of anato loose stem on (B)(6) 2015.